Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x24mm drug eluting stent to the left anterior descending (lad) artery, but was unable to cross the lesion. Stent damage was noted upon withdrawal. The physician completed the procedure with another stent of the same size, unknown type. Add'l info regarding this event has been requested.